Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00459; 3005168196-2019-00461.

Event description:
The patient was undergoing a coil embolization procedure in the left profunda femoris artery using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed a pod pc in the target vessel using a lantern. While advancing a new pod pc into the target vessel, the physician experienced resistance and was unable advance the pod pc into the hub of the lantern. Therefore, the coil was removed. The physician then advanced a new pod pc; however, encountered the same issue and the pod pc became kinked. The physician removed the pod pc and exchanged the lantern for a bigger size lantern; however, it was found to be kinked at the proximal end due to possibly over tightening of the rotating hemostasis valve (rhv). The procedure was completed using new pod pc¿s with a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: lantern was kinked at approximately 4.0 cm and 24.0 cm from the hub. Conclusions: evaluation of the returned first pod pc revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned with the hub of the parent device when attempting to advance the pod pc, resistance may be experienced. If the device is forcefully advanced against resistance, damage such as offset coil winds and kinks may occur. During functional testing, the pod pc was able to advance through its introducer sheath and through a demonstration lantern without issue until the proximal kink was attempted to be advanced into the demonstration lantern. Evaluation of the returned second pod pc revealed a fractured pusher assembly. If the introducer sheath is not properly aligned with the hub of the parent device when attempting to advance the pod pc, resistance may be experienced. If the device is forcefully advancing against resistance, damage such as a fracture may occur. Investigation of the returned lantern revealed that the kinks in the device may have contributed to the experienced resistance when advancing this pod pc. Further investigation revealed bends along the returned pusher assembly. These damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern confirmed the device was kinked near its proximal end. The reported complaint indicated that the damage to the lantern may have occurred due to an over tightened rhv. If a lantern is kinked, it may have contributed to the resistance experienced during the procedure. During functional testing, a test mandrel was inserted into the lantern but was unable to advance past the proximal kink. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00459. 2. 3005168196-2019-00461.